Event description:
Ous MDR - it was reported that after an implant duration of 1 month oversensing was noted due to an insulation fracture. No adverse patient side effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The visual inspection demonstrated a damaged insulation at some 38 cm distal to the is- 1 connector pin. In that section, the lead body was found squeezed and deformed. These insulation damages can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.